Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock and pain experienced by the patient. This patient was subsequently hospitalized. This device was then tested with provocative maneuvers with noise able to be reproduced in primary and secondary. This device system was reprogrammed to the alternative vector to mitigate further oversensing. This system remains in service. No additional adverse patient effects were reported.